Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven years post implant of this bioprosthetic valve, this device was replaced valve-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the surgical valve was replaced in a valve-in-valve procedure due to stenosis.